Event description:
It was reported that since the prior spinal cord stimulator (scs) system was replaced, the patient had experienced foot drop in her right foot. In addition, the patient still had yet to get the stimulation coverage that she required for her pain control. The stimulation was not providing coverage. The patient was implanted with an occipital nerve stimulator for neck pain. The event occurred during normal use. Diagnostic testing or troubleshooting included impedance testing, x-rays, and reprogramming. The issue was not resolved. The cause of issue was not determined. The patient¿s status at the time of this report was alive with no injury. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent. Refer to report # 3004209178-2015-05719 for a complaint related to the patient¿s prior system.

Manufacturer narrative:
Concomitant medical products: product ID 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).